Manufacturer narrative:
A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas was requested to modify their current calculations. The glomerular filtrate rate (gfr) calculation was built with a standard calculation in place. No issues were found at the time implemented. The customer turned of auto-validation for results. The tas followed up with the customer and found that the gfr calculation was switched with gfa_aa. The customer requested the calculation to be changed to a non-standard calculation. A regional service center (rsc) was contacted. The rsc supplied a non-standard calculation for the system. The customer verified the calculation. The customer turned on auto-validation for results. The cause of the glomerular filtrate rate calculation being switched with another calculation is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported their glomerular filtrate rate (gfr) calculation was switched with another calculation, allowing for incorrect results to be presented on their centralink system. The initial results were not reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the glomerular filtrate rate calculation being switched with another calculation.